Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture broke at the beginning of use. No patient injury.

Manufacturer narrative:
There is a previous complaint for this code batch regarding other issue (needle detachment). We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with the thread broken, there are only 15 cm left of the thread. Aluminum pack and support cardboard are missing but there is a detached needle. However, without closed samples a proper analysis cannot be performed. The review of the batch manufacturing record and the product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. There will be is no CAPA initiated. Therefore, this complaint is recorded for trending analysis to assess if actions are needed in the future.